Manufacturer narrative:
(B)(4) the subject mr850 respiratory humidifier is currently en route to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in boston reported that the audible alarm of an mr850 respiratory humidifier was not functioning. This was discovered during a device service. There was no reported patient involvement.

Event description:
A healthcare facility in boston reported that the audible alarm of an mr850 respiratory humidifier was not functioning. This was discovered during a device service. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the pcb of the subject mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for evaluation. Results: the returned pcb was disassembled and visually inspected. Visual inspection of the speaker revealed that there was a piece of metal approximately 3.25mm was found vibrating on the speaker cone. The metal piece was removed, and the speaker was tested and it functioned without any distortion. Conclusion: the reported issue most likely occurred on the pcb production line where remnants of lead offcuts from through hole components can get into the speaker of a pcba board. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.